Event description:
A healthcare professional reported that during vitrectomy surgery piece was obstructed. The surgery was completed after replacing the product with another one. Additional information was received from healthcare professional that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3., b.5., d.9., h.3., and h.10. Additional information received from healthcare professional that the issue was with cassette and the obstruction was referring to a problem with irrigation during vitrectomy surgery. It was decided to perform the test again without observing any changes, hence the cassette was changed and procedure was completed on the same day. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from healthcare professional that the issue was with cassette and the obstruction was referring to a problem with irrigation during vitrectomy surgery. It was decided to perform the test again without observing any changes, hence the cassette was changed and procedure was completed on the same day.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was tested for irrigation fluid flow through the cassette. The returned sample was visually inspected and no obvious defects were found that would contribute to the reported event. A calibrated console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Infusion flow rate was also measured and met specifications. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. Unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).